Manufacturer narrative:
(B)(6). Field service specialist visited the account and checked the system and the handpiece that was used during the event and both were within specifications. Fss performed preventive maintenance, calibrated the vacuum and replaced filter. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a cataract patient experienced a corneal burn during surgery on (B)(6) 2017. The patient did not experience loss of best corrected visual acuity (bcva) or induced astigmatism. It was reported that patient required sutures with nylon.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.